Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient began antibiotic treatment with vancomycin injection (1000mg, intraperitoneal, every 72 hourly, discontinued) and ceftazidime injection (1000mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.